Event description:
It was reported a balloon leaked during an iliac angioplasty procedure. Resistance was encountered removing the balloon catheter through the introducer sheath. Continued exertion against resistance resulted in the balloon detaching in the left iliac artery. Retrieval of the detached balloon with a snare was uneventful. Another balloon catheter was used to successfully complete the procedure without any patient complications. The patient was monitored for 24 hours, as a precautionary measure, subsequently concluding no fragments of the balloon remained in the patient. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the balloon material was completely detached from the catheter shaft. Adhesive was located at the distal bond area. A two millimeter fragment of balloon material remained on the proximal bond. The catheter shaft was slightly elongated and kinked 7.9 centimeters from the distal tip. The balloon material was inverted over itself. All balloon material appeared to be present. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up revealed resistance was encountered removing this balloon catheter through the introducer sheath. This device displayed characteristics consistent with exertion against resistance, an elongated and kinked catheter shaft. We believe the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."